Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously low hybritech prostate-specific antigen (hyb-psa) result generated by the unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the lab. Subsequent testing produced a result above the normal reference range which better matched the patient's clinical picture. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects hyb-psa samples in 13x100mm serum tubes with a gel separator. The specimens are centrifuged at 3,500 rpm for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument; no issues were found. The fse made a slight adjustment to the main pipettor alignment. The fse performed a diagnostic test which passed within instrument specifications. A definitive root cause has not been determined for this event to date.